Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose levels, including three low readings and postprandial highs, after a recent feature reset and educator-guided dose adjustments while using the ilet and treating lows with oral glucose per the 15/15 rule. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included transient low and high glucose values without hospitalization or medical intervention. Investigation included review of device data and user reports, as well as troubleshooting and education regarding device learning period and target settings. Investigation of this case revealed no device malfunction, with lows followed by rebound hyperglycemia consistent with physiological response and corrective dosing while the ilet adapted to the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.